Event description:
When physician ended the case and went to pull the sheath out of the patient, the sheath broke at the hub. The physician was able to remove the sheath without the hub without sending the patient to surgery.

Manufacturer narrative:
Evaluation: customer returned one, sheath and dilator in an opened and used condition. Investigation confirmed that the sheath material has separated from the hub. This appears to be due to inadequate flare seating of the sheath material into the hub during the manufacturing process. This product is checked to ensure the sheath material is firmly attached prior to shipping. The appropriate individuals have been notified of this matter.